Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant of the device and leads, the surgeon tore a hole in the patient's superior vena cava. The patient died due to the injuries sustained during the extraction.